Event description:
It was reported the patient underwent a right hip procedure that was subsequently revised approximately 12 days later due to an acetabular fracture. It was noted in x-rays that the acetabular component had loosened, and osteopenia was present. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01383. D10: cat# 010000935; lot# 7252639; g7 hi-wall; e1 liner 36mm; e unknown competitor head. G2: foreign: australia . The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified no visible damage can be seen on the implants. Implants are covered in bio-debris. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall sizing of the right total hip arthroplasty appears appropriate. Osteopenia is present. Loosening of the acetabular component is identified on the axial CT images only. Fracture of the anterior and posterior column of the acetabulum as well as the greater trochanter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.